Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(4) and the reported events (gastrointestinal bleeding and driveline infection) cannot be conclusively determined through this investigation. The patient remained ongoing on (B)(4) until it was exchanged on (B)(6) 2020 (related manufacturer report number 2916596-2020-06181). The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 25aug2016. The heartmate ii left ventricular assist system instructions for use lists infection and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Instructions regarding preventing infection are outlined in various sections of this document. Information regarding recommended anticoagulation therapy and international normalized ratio range is also included in the instructions for use. The heartmate ii left ventricular assist system patient handbook contains instructions on preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for a gastrointestinal (gi) bleed. The symptoms of the gi bleed included anemia found on labs and dizziness. An endoscopy was performed and the patient was found to have a mid-gi bleed: angiectasia in mid jejunum. The patient was treated via clip on (B)(6) 2020 and stopped aspiring and started on octreotide with international normalized ratio (inr) goal between 2 and 2.5. The gi bleed resolved and the patient was discharged on (B)(6) 2020. The patient also had drainage and redness noted at the driveline exit site. The cultures were positive for pseudomonas. The patient was treated with IV cefepime for the driveline infection.